Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume events were identified which occurred in the therapy initiated on (B)(6) 2014 at 22:40:57. During night drain cycle six, the patient's ultrafiltration reading was 1525ml, indicating the home patient drained 1525ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.